Event description:
It was reported that an ilet user experienced frequent blood glucose fluctuations with recurrent hypoglycemia, including a nadir of 47 mg/dl, and had been treating at around 90 mg/dl with approximately 15 g of fast-acting carbohydrate, and on one occasion ingested two cans of soda and several donut holes leading to subsequent hyperglycemia around 250 mg/dl, indicating an improper treatment method for hypoglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue related to overtreatment of hypoglycemia; no specific device component was applicable. It was concluded that the cause was failure to follow instructions and that an unintended use error contributed to the event. Troubleshooting and education were provided, including guidance to avoid overtreating lows and to prevent a roller-coaster effect.